Event description:
Cadd pump #1171300- infusing trabectedin at 20.83ml/hr for 24 hr, with volume of 500ml. Pt due for disconnect at 1040, d/t medication administered at 1039 on friday [redacted date]. Pt called into clinic at 0800 stating pump alarming "air in line." Spoke with this rn who told patient to come into clinic early for evaluation. Upon pt arrival, rn found infusion was indeed complete and bag was empty. Pump was reading there should have been 162ml left of infusion for another 2.5 hrs of infusion for ordered 24 hrs. Pump at correct settings for rate. Pt reported this "keeps happening" with her infusions running empty hours earlier. Pa assessed patient and pt without and signs or symptoms of infusion reaction. Pt reported feeling well and wanted to be disconnected. Pump kept at clinic and this safety net entered as infuse system pumps keep malfunctioning.